Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated a partial electrical reset. Ram parity error occurred in address 12 8a on (B)(6) 2015. Por severity is low so the device should be able to fully recover after reset. (B)(4).

Event description:
It was reported that the device experienced an electrical reset. The reset was cleared, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.